Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient underwent an MRI procedure. A device check post-MRI noted an end of life (eol) battery status and fault code. Two manual capacitor reformations (mcr's) were performed, which brought the device back to an acceptable battery status. No adverse patient effects were reported as a result of these observations. Recently, boston scientific received information that device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. Engineering calculations determined that this device did not meet expected longevity per programmed values. It was noted that end of life (eol) was reached before elective replacement indicator (eri). Additional laboratory testing and analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device memory showed multiple long charge times, which set end of life (eol). Laboratory analysis determined the long charge times were due to the field observations or MRI magnetic fields interfering with magnetic fields generated within the devices high voltage charging circuit. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.